Manufacturer narrative:
According to the customer, "while in process of utilizing the aforementioned seat, she was caused to fall and suffer permanent and serious damages". There was no further information. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, "while in process of utilizing the aforementioned seat, she was caused to fall and suffer permanent and serious damages".